Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt in the (B) (4) contacted lifescan alleging that the display of the onetouch ultra2 meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt said that for the last few days prior to calling lifescan the meter gave him readings between 10 and 14 mmol/l and said he didn't feel that his readings should have been that high. He increased his dose of lantus insulin of night from 80 units to 90-92 units starting on (B) (6). He said that as a result of this he passed out on march 24 about an hour after taking his 10 pm dose of about 90-92 units of lantus insulin. The pt's wife reportedly had to shake him to wake him up. When he came to he said he was sweating a lot. He said he then checked his blood sugar levels on his spare meter and obtained results between 2-4 mmol/l. It is unk how or whether the symptoms were resolved. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. This complaint is being reported because the pt alleged the meter read inaccurately high, took additional insulin based on the readings, and suffered symptoms indicative of hypoglycemia.